Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. A review of the device history record: device history lot: part # 03.110.007. Synthes lot # 7470631. Supplier lot # na. Release to warehouse date: 06 sep 2013. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, there was a broken screwdriver that was handed by the sterile processing technician to the sales consultant. The silver cap on the back of the screwdriver keeps coming off. There was no patient involvement. This complaint involves one (1) device. Investigation flow: device interaction/functional & damage. Visual inspection: the star drive screwdriver t8 (p/n 03.110.007 lot 7470631) was received showing the distal star drive tip stripped and twisted. The end cap had fallen off from the handle. No fractures were observed along the instrument. Functional inspection: the end cap was able to be reassembled/inserted back into the handle. However, the fit was not secure and the end cap easily fell back out. The reported complaint condition of ¿the silver cap on the back of the screwdriver keeps coming off.¿ could be replicated. The device failures/defects of stripped/twisted tip and fallen apart end cap/handle were identified during the investigation. The fallen apart end cap/handle is related to the reported condition of a broken handle. Dimensional inspection: dimensional inspection of the distal star drive tip was not performed due to post manufacturing deformation. Dimensional inspection of the fit features between the end cap and handle was not performed due to warpage of the fit features. Document/specification review: the drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the star drive screwdriver t8 (p/n 03.110.007 lot 7470631) as the end cap had fallen off from the handle. The distal star drive tip was stripped and twisted. No definitive root cause could be determined. The stripped and twisted driver tip was likely due to normal wear from consistent use over the part's lifetime. The fallen apart end cap was possibly due to unintended forces and/or rough handling during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a broken screwdriver that was handed by the sterile processing technician to the sales consultant. The silver cap on the back of the screwdriver keeps coming off. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).